Manufacturer narrative:
The iol was not yet received by the manufacturer for analysis. The lens met all manufacturing specifications prior to release. All information currently available was included in this report. An update to this MDR will be submitted upon receipt of additional reportable information. Device not received for analysis.

Manufacturer narrative:
The intraocular lens was received and inspected under illuminated 10x magnification. Both surfaces were covered with dried material, not inconsistent with a lens that was explanted. The optic was cleaned and reinspected, no optical defects were found. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All available information has been reported.

Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication due to the patient's complaint of edge glare. An alternate lens of a lower diopter was implanted.